Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, the lead data from the device memory was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The impedance trend on the rv (right ventricular) pacing lead was rising. The pacing capture threshold in the rv (right ventricle) was elevated. This device was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action.

Event description:
It was reported that the right ventricular (rv) lead had increasing and high thresholds. The lead pacing impedance also shows a steady increase and high impedance. The lead is scheduled to be replaced once the device reaches recommended replacement time (rrt) or when the impedance and thresholds reaches unacceptable levels. The lead continues to be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was capped and a new lead was implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.